Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the cement for the fracture of the femoral neck with rotational instability femoral head. The surgeon injected the cement to make sure the cement did not come out into the joint. The surgery was completed successfully without any surgical delay. However, after the surgery, the cement was stuck in the fracture and inhibited bone healing. Rotation of the femoral head was also confirmed, and the surgeon determined that bone healing would not be achieved as it was. Therefore, the bipolar hip arthroplasty was performed. The surgeon commented that he should have checked and injected the cement more carefully. No further information is available. This complaint involves one (1) device traumacem v+ cement kit 10 ml. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.